Event description:
It was reported that the cuff slowly deflated during the procedure. By the end of the case, blood would be flowing from the surgical site. No additional treatment was administered to the pt due to this event.

Manufacturer narrative:
The device has not been returned to the MFR for investigation. If the device is returned, a f/u report will be filed.